Event description:
According to the initial information received, a 6mm amplatzer muscular vsd (muscvsd) was implanted and released from the cable. Shortly thereafter, the patient was re-examined and a residual shunt was found so the muscvsd was percutaneously snared and replaced with an 8mm vsd.

Manufacturer narrative:
The amplatzer muscular vsd occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (sep-2015). Our investigation was unable to reproduce or confirm the performance described at implant as the device met manufacturing specifications during analysis at aga medical and prior to shipment.